Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application is showing readings; however, the app is darkened and the buttons do not respond. No additional event or patient information is available.